Event description:
It was reported that during implant attempt, when the lead was connected to the device the impedances measured 1500 ohms. The lead was repositioned multiple times and reconnected multiple times with no change. The lead and device were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found however, the visual inspection revealed defib lead conductor distortion. Evaluation summary: (B) (4) no anomalies found.